Manufacturer narrative:
Initial reporter phone: (B)(6).

Event description:
It was reported that shaft break occurred. During unpacking of a 2.75mm x 12mm quantum maverick balloon catheter, it was observed that the balloon catheter was fractured. The procedure was completed with another of the same device. There were no patient complications reported, and the patient condition was stable post-procedure.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that shaft break occurred. During unpacking of a 2.75mm x 12mm quantum maverick balloon catheter, it was observed that the balloon catheter was fractured. The procedure was completed with another of same device. There were no patient complications reported, and the patient condition was stable post-procedure. It was further reported that the shaft broke less than 15 cm from the hub.

Manufacturer narrative:
E1: initial reporter phone: +(B)(6). Device evaluated by MFR.: returned product consisted of an incomplete quantum maverick balloon catheter. The device was visually and microscopically examined. At 5.3cm distal to the strain relief, there was a hypotube separation. The distal portion of the device failed to return for further analysis. There were no fluids detected to the returned portion. Photo media depicted the proximal portion of quantum maverick balloon with a hypotube separation at approximately 10.2cm including strain relief confirming the reported event. The distal portion was not shown. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis and media provided confirmed the reported break as there was separation to the device.

Event description:
It was reported that shaft break occurred. During unpacking of a 2.75mm x 12mm quantum maverick balloon catheter, it was observed that the balloon catheter was fractured. The procedure was completed with another of the same device. There were no patient complications reported, and the patient condition was stable post-procedure. It was further reported that the shaft broke less than 15 cm from the hub.